Event description:
It was reported that the patient had a slowed heart rate, was lightheaded and "didn't feel right." It was also reported that the patient experienced these symptoms as the right ventricular (rv) lead was post-pace t wave oversensing, causing the rate to be at the programmed lower rate limit. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).